Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced to address this issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming power supply. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported while testing the system the day before the scheduled cataract extraction with intraocular lens implant procedure, the system shut down on its own. The system was repaired and the surgery was started and completed on its scheduled day. There was no patient involvement.